Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.